Event description:
My life has stopped. I have not left my house in 4 years. I've had every imaginable test done, all coming back within normal ranges. From cancer to lyme disease. I stumbled onto breast implant disease. I have nearly all the symptoms. I feel as if I am slowly dying. Help us. FDA safety report ID# (B)(4).